Event description:
The patient (B)(6) received a spinal cord stimulator on (B)(6) 2007. It was reported the stimulator was explanted and replaced due to premature battery depletion. The lot number of the explanted stimulator was not provided and the product was discarded by the facility. Consequently, neither the expiration nor the no patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.